Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with phrenic nerve stimulation. A chest x-ray revealed the left ventricular (lv) lead was dislodged. The ICD was programmed to vvi and then the lv lead was explanted and replaced. The patient was stable.